Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely depressed cardiac troponin I (ctni) result. Hsc concluded the customer did not follow the dimension vista operator's guide instructions for handling a measurement error result flag. The issue was resolved by following the dimension vista operator's guide instructions which allowed the customer to identify the presence of a patient specific interferent. The device is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed patient sample cardiac troponin I (ctni) result was obtained on a dimension vista® 500 system on a sample dilution processed after an initial measurement error flag was obtained. The discordant result was reported to the physician. The same sample was reprocessed on an alternate dimension vista® 500 system and a measurement error flag was obtained. The same sample was processed on an alternate instrument, at an alternate site and a higher ctni result was obtained. The reprocessed, higher ctni result was considered correct and was reported to the physician. There were no reports of patient intervention or adverse health consequences due to the falsely depressed ctni result.